Event description:
Dealer alleged that the heat exchanger is defective. Per independent repair center statement, the unit has low 02 or yellow light. The key failure was the 4-way valve leaking which was replaced.